Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had her device explanted due to an infection. The pt may have been allergic to titanium. Additional information was requested.